Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported differences in sensor and blood glucose values. Blood glucose value was 60 mg/dl and sensor glucose value was 125 mg/dl. The event involved product(s) mmt-1884, unomedical, unk_reservoir, mmt-7040a. Troubleshooting was performed for sensor issue. Difference between sensor and blood glucose at time of event was not within the target range. Troubleshooting was partially performed for the harm. The customer was using the pump for 48 hour before the reported event. It was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884, unomedical, unk_reservoir, mmt-7040a.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor issue. The sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. Sensor carelink additional investigation was performed for the sensor error-sg not available/updating issue. Isig outside of acceptable range defined by sensor glucose algorithm. Sensor did not perform within specifications. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted issue. Calibration not accepted because bg was entered during the sensor updating period when no sg value is displayed. In order for calibration to be successful, user needs to enter bg when sg is available. It is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.